Event description:
Fail code 812:02. The failure occurred during biomed testing, but not details were available. Additional contact information was requested but no additonal contact was identified. The technican stated that there have been no reports of any patient incident involving this pump since the last baxter service event.